Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: staphylococcus hominis and micrococcus sp (the total cfu of the staphylococcus hominis and micrococcus sp is 5 cfu/100ml) air/water channel: micrococcus luteus, staphylococcus hominis and roseomonas mucosa (the total cfu of the micrococcus luteus, staphylococcus hominis and roseomonas mucosa is 10 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. There was no report on abnormality of the scope and also detected microorganisms from samples collected after reprocessing by olympus were within acceptable range. Therefore, it was unlikely that microorganisms were detected due to the scope. The exact cause of the reported phenomenon could not be conclusively determined.